Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found the inner spring pin broken, causing the trigger to stop working as intended, the fragment was not returned for evaluation. Additionally, the overall condition of the device shows heavy usage and wear. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via bha with the cement gun in question. While using the cement gun, the part inside the trigger came out and the ratchet stopped working. The cement gun broke and the mixed cement became unusable and hardened, so the cement was discarded. The surgery was completed successfully less than 30 minutes delay. No further information is available.